Event description:
Pt reported experiencing an elevated blood glucose level of 440 mg/dl. Pt stated reporting using a different type of infusion set since (B)(6) 2010. Pt reported she sometimes receives an e4 (occlusion) error, sometimes the needle was bent, and sometimes the infusion set was leaky. Pt started the infusion set is leaky at the area where the cannula connector and infusion tubing connector meet and the self adhesive is also wet. Pt reported she took a correction with an insulin injection and the she changed the infusion set. Patient's normal blood glucose range is 100-120 mg/dl. Pt reported she disposed of the used infusion sets. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Sent replacement infusion sets; no product return was requested.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. No product will be returned for evaluation.